Event description:
Facility alleged that the screw attaching the pendant to the overhead rail has rusted and broke. System is located in a pool area. No injuries alleged.

Manufacturer narrative:
Investigation is on going. Follow up report will be submitted.